Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not correctly responding to touch inputs. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A remote service engineer (rse) was informed by the customer of the touchscreen issue. The customer stated that the touchscreen function would work intermittently. A touchscreen calibration was completed, but the issue persisted. The rse determined that the touchscreen would need to be replaced. A field service engineer (fse) went to the customer site and replaced the touchscreen. The fse then completed a touchscreen calibration and performance verification test (pvt), which the device passed. Having confirmed the full functionality of the device, it was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.